Manufacturer narrative:
This report is filed on (B)(4) 2013.

Event description:
Per the clinic, the patient experienced no auditory benefit from the device, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).